Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wall adapter was broken. It was unable to be confirmed if the broken wall adapter was causing charging issues .there was no reported impact to the customer's blood glucose level. A replacement wall adapter and usb cable were sent to the customer.